Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after one month of implant, this unknown device was removed and replaced due to a device issue. No information was available regarding the reported device issue. This is the informaiton known at this time. Attempts to obtain further information have been unsuccessful. No adverse patient effects were reported.